Event description:
Reporter stated, radiolucent skull clamp moved slightly while in contact with pt. The event occurred during a navigation procedure. No injury to pt per reporter. Device returned for repair.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info. The failure investigation will include an inspection and testing of the returned product.